Event description:
False negative hcg reported for clinitest hcg. No injury or harm to patient was reported. No serum sample run. Patient mammogram cancelled.

Manufacturer narrative:
Patient came to facility and reported a positive home pregnancy result. Technician tested the patient using a manual unknown method with a result of "faint positive". Facility reported that controls were run after the clinitest negative result and controls were acceptable. Repeat sample on clinitek status result positive.